Manufacturer narrative:
The investigation findings indicate the eversense system did assert the hypo alerts prior to the event when user became unconscious. The system worked as per design and there was no malfunction. G1,2 contact information was updated h6 results code was updated to 213. H6 conclusion code was updated to 67.

Manufacturer narrative:
Manufacturer is still performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemic event and the cgm system did not alert her.